Manufacturer narrative:
Block h6: imdrf patient code e2114 and e0506 capture the reportable events of patient perforation and bleeding. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the colon for polyps during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. During the procedure, when the clip was closed onto tissue, it was noticed that the clip was not in an ideal position. Therefore, the physician tried to reposition the clip; however, the clip would not reopen for repositioning and the efforts to reopen the clip led to the situation where the clip scraped the sub-mucosal section, causing perforation and bleeding to the patient. They attempted to jiggle the clip but still were unable to reopen. The clip eventually was able to dislodge from the catheter after several attempts. The procedure was completed with another resolution 360 ultra clip and a resolution 360 clip. Note: it was reported that the customer attempted to reopen the clip for repositioning after the deployment steps. However, per the instructions for use (IFU), "do not attempt to reopen the clip once the initial tactile resistance point has been passed and/or the first click has been heard or felt. Reopening the clip may result in the clip separating from the catheter and potentially kinking or damaging the device." The patient had to undergo a laparoscopic segmental resection of transverse colon surgery to treat the perforation and bleeding. The patient was reported to have fully recovered.